Event description:
It was reported that the infusion set leakages at the site on (B)(6) 2025 and the infusion set was in use for five days.

Manufacturer narrative:
(B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: review of complaint record database 2485364 event description and all available information was completed, and lot number 6009756 was provided. Complaint was classified under malfunction code: insertion site egress - trace moisture / superficial wetness. A query was run in the electronic quality management system (eqms) on 22-apr-2026 against "lot number" "6009756" and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). Record database 2485365 were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 22-apr-2026 against "lot/batch number" "6009756". No records were found. Batch record review: sub assembly batch record with lot 4j05205 for the main batch record with lot 6009756 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot number 6009756 was provided, however, as the complaint is categorized as reportable and no issues were found during eqms search and batch record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.